Event description:
During dialysis treatment the small clear plastic ring below the safety, had cracked and fell off. Treatment was completed and the nurse went to remove the avf fistula needle and noted it was sitting by the patients hand. No issue removing the avf needle. No injuries or medical interventions reported.